Manufacturer narrative:
The event date is unknown. Concomitant medical products and therapy dates: model: 3186, scs lead, therapy date: unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-01626. It was reported the patient began to receive stimulation in an unintended area after experiencing a fall. The patient's leads were later determined to have migrated. In turn, it was decided to explant the patient's scs system.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-01626.